Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, ultraclean 4in blade electrode with extended insulation, item 139112ext, lot 201812194 for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection in (B)(6). Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is unconfirmed. Conmed received two 139112ext in unopened original packaging. Evaluations were performed and the reported catalog and lot numbers were verified. A visual inspection was performed and found there were no obvious signs of abnormalities or defects on 1 device but there is 1 device that is encroaching into the seal. Functional inspection was done by dye leak testing per procedure which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 99 complaints, regarding 696 devices, for this device family and failure mode. During this same time frame 3,270,940 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Conmed encourages the inspection and/or testing of all medical equipment, packaging, and labeling prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.